Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer inspected the system onsite and confirmed the reported issue. Analysis of the log file confirmed the malfunction of flexvision pc. The issue was caused by the defective cmos battery of flexvision pc. The philips engineer replaced flexvision pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system displayed "start-up of the system in progress" and stopped at 0:00. The device was outside clinical use at the time of reported event. No harm was reported to philips. A philips field service engineer (fse) replaced the flexvision pc and returned the system to use in good working order. Philips has started an investigation of this complaint.